Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 18 2007. Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The ail pcb was recalibrated and the device was tested.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an out of specification air in line printed circuit board (ail pcb). There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.